Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received excessive alarms. Customer's blood glucose was 103 mg/dl. It is reported that customer received a signal too low alarm, unexpected restart alarm and nine spanish software anomaly alarms. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with a47 alarms due to a corrupted history file. The insulin pump passed self, a21 error and displacement tests. No unexpected a21 or a17 alarms noted. The insulin pump was tested with a test mini link and the glucose sensor simulator and the sensor feature working properly. No lost sensor alarms noted. No cosmetic damage noted.